Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose was 172 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Troubleshooting was performed. Customer stated that fill cannula was not recorded in daily history. Customer performed a self test and the test did not passed. The insulin pump will not be returned for analysis.